Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2019 due to pain and discomfort in the pocket area. Redness and swelling was noted. The physician confirmed that the pouch was infected. The patient presented for system explant procedure on (B)(6) 2019. The system was explanted and a new system was implanted successfully. The patient was stable.